Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number:3005168196-2018-02189.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while removing an ace60 from a neuron max after completion of a pass, the physician experienced resistance and subsequently, the radio-opaque marker on the tip of the ace60 became dislodged within the neuron max. Therefore, the physician removed the ace60 and the neuron max along with the dislodged radio-opaque marker, and the procedure was ended at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned marker band was attached to the distal tip of the catheter and the ace60 catheter was fractured at the distal tip. The proximal portion of the fractured catheter was not returned for evaluation. Conclusions: evaluation of the returned device revealed that the device was fractured at the distal tip proximal to the marker band. The customer reported that the marker band was detached, however the marker band was still attached to the catheter body. The reported resistance likely contributed to the fracture of the distal tip of the catheter. The neuron max was not returned for evaluation; therefore, the root cause of the fracture was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number:3005168196-2018-02189.